Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/13/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to this issue, the pump was noted to have cosmetic flaws in the form of worn paint throughout the pump casing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. This report is made based on results of investigation completed on 04/13/2016.